Event description:
It was reported that the customer received a motor error alarm while bolusing. The customer recalled no significant events prior to the alarm apart from a venting issue with the reservoirs and that her blood glucose was not decreasing with previous boluses. The customer's blood glucose was 311 mg/dl. Troubleshooting was done. The customer stated that she did use the sensor feature on the insulin pump. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube lip.